Event description:
Cnss reports "pt is currently hospitalized and reports that one of the caps for her pump is cracked. I have examined the piece and she needs a replacement .the part number on the bag is 67-2294-24. "Can you please ask pharmacy to order one on behalf of the pt." She has her cell phone with her if someone needs to speak with her for confirmation, but as I stated she is currently hospitalized and may not be able to answer. No other info provided. The device error did not occur while in use, it did not cause any harm to the pt, it is available for return, and it is unk at this time if we are replacing the device. Dose or amount: 30ng/kg/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.